Event description:
It was reported that a malfunction occurred following a CT scan. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.